Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "we are running into major issues with high failure of the door latch. Bd cannot provide us parts until may and sending out under warranty based on quantity impacts care. I need to know if I can buy third party from parts source to keep these in service without voiding warranty. We need at least 50 latches right now". There was no information on patient involvement.

Event description:
It was reported there was a complaint of door latch failure. The customer required replacement door latches. There was no information on patient involvement.

Manufacturer narrative:
Correction: describe event or problem omit: e2403 - no clinical signs, symptoms or conditions, f27 - problem identified during non-clinical procedure. Additional information: imdrf annex e, f and b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the door latch failure could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the logs could not be performed. The pump, pcu or the system logs were not provided. The bd alaris¿ system with guardrails user manual v12.1.3 states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. In addition, the manual states the caution to keep the pump module closed when the device is not in use, to avoid damage to door components. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was no information on patient involvement. Root cause: the root cause of the door latch failure was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.